Event description:
It was reported that during an aneurysm case, when advancing the subject coil inside the microcatheter, the resistance was encountered, therefore; the subject coil was withdrawn, and it was found to be broken in the microcatheter. The subject coil and microcatheter were removed together as a unit. The operator replaced them with a new microcatheter and new coil to finish the procedure. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The edhr (electronic device history record) for the device lot is created and maintained in mes (manufacturing execution system). Automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device revealed the delivery wire was kinked due to handling of the device during use. Additionally, the main coil was found to be stretched and detached from the delivery wire. The functional test could not be performed due to the condition of the returned device. In the case of this complaint it is most likely that friction was met inside the microcatheter due to some procedural/anatomical factors encountered during the procedure. It is likely that the coil got stuck inside the catheter and it then kinked, stretched and detached prematurely from the delivery wire while it was being withdrawn from the catheter against friction. Based on the analysis results and available information, an assignable cause of procedural factors will be assigned to this investigation.

Manufacturer narrative:
The subject device is not available to manufacturer.

Event description:
It was reported that during an aneurysm case, when advancing the subject coil inside the microcatheter, the resistance was encountered, therefore; the subject coil was withdrawn, and it was found to be broken in the microcatheter. The subject coil and microcatheter were removed together as a unit. The operator replaced them with a new microcatheter and new coil to finish the procedure. There were no clinical consequences to the patient due to the reported event.